Event description:
It was reported that a revision surgery was performed on the patient right knee. Patient was healthy and the reason for revision was the patient jumped off a horse and fell on frozen ground on his right knee. Tibial baseplate and articular insert were removed.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this complaint from the united states reports a revision on a right knee secondary to a fall on frozen ground. The tibial baseplate and the insert were replaced. No clinical/medical documents were provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The impact to the patient beyond the surgery and the recovery cannot be concluded. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause of this event is likely a traumatic injury/ fall. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.